Event description:
On (B)(6) 2026 we received the following complaint "the compliant is that the light does not stay on when the blades are connected to the handle." No adverse events were reported.

Manufacturer narrative:
Investigation for this complaint is on-going, filing initial MDR report within the 30 day timeframe. Pending sample return and evaluation for investigation. Follow-up submission required.